Manufacturer narrative:
As the product was not returned, our investigation was limited to review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal has been placed.

Event description:
A 6f angio-seal vip was selected for use and deployed, and hemostasis was achieved. Post-deployment, the pt reported groin discomfort and a pseudoaneurysm was diagnosed via doppler. Hospitalization was extended for an unk period of time.